Event description:
I believe I have most all symptoms of breast implant illness and need to know what to do next. Uncontrolled hypertension, hypothyroidism, insomnia, depression, anxiety, vertebral artery aneurysm, migraines, chronic fatigue, chronic neck/back pain, brain fog, difficulty remembering things, hair loss, dry skin, gi issues, temperature intolerance, low libido-despite hormone replacement, heart palpitations, and on and on. FDA safety report ID# (B)(4).